Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a non-occlusive outflow cannula thrombus could not be confirmed as there is no product or diagnostic images available for investigation. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively established. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. A review of the submitted log file from on (B)(6) 2020 found that the pump maintained a stable speed above the low speed limit without issue. Multiple backup battery faults were captured. The system appeared to be operating as intended and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii lvas instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. In addition, the IFU outlines indications of pump thrombosis as well as how to respond to such events. The IFU also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was seen in the emergency department for a computer tomography (CT) scan which indicated a notable non-occlusive thrombus in the patient's outflow cannula. The patient was admitted on (B)(6) 2020 after having increased ldh and elevated liver enzymes.